Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm could not be verified due to motor damage. No moisture damage found on the electronic assembly. The device also had a cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm. He stated he had done the rewind and prime 3 times and the motor error alarm would occur during cannula fill. The blood glucose at the time of the incident was 200 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.